Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted, that the right atrial (ra) lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the noise was oversensed and caused inappropriate mode switch episodes.